Event description:
Voluntary medwatch received states the lead had failed to capture and exhibited high capture threshold.

Event description:
Voluntary medwatch received states the lead had failed to capture and exhibited high capture threshold resulted in arrythmia. There were no patient consequences reported.